Event description:
During cystoscopy left ureteral stone manipulation, md noted that piece of foreign material believed to be piece of a stone basket to be retained in patient -seen during ureteroscopy-. Md attempted to remove object unsuccessfully and then placed a left ureteral stent. Patient then brought to recovery and no acute problems or distress noted in patient. Dates of use: (B)(6) 2009 -- (B)(6) 2009. Diagnosis or reason for use: surgery. Event abated after use stopped or dose reduced?: yes.